Event description:
It was reported that during an extension and implantable neurostimulator (ins) revision to upgrade to a rechargeable ins. A lead fracture was suspected. There was visible damage (bend) to the lead at the connection side to the extension. Intraoperative testing noted normal impedances and good stimulation. Following the revision, there were low, out of range impedance on electrode 0, 1, and 2. There was impedance >20,000 ohms (actual read 25,425 ohms) on electrode 3. Post-operative exhaustive impedances were >3600 ohms. There was also no stimulation sensation. Add'l info noted that the pt still had no stimulation, and all electrodes had impedances <50 except #3 which was >10,000. The pt was scheduled to see the neurosurgeon for a lead replacement. No pt outcome was reported.